Event description:
Patient was experiencing squeaking and pain. Revision was scheduled and performed on (B)(6) 2013. The ceramic insert and ceramic head were exchanged for mdm with l-fit head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Patient was experienceing squeeking and pain. Revision was scheduled and performed on (B)(6) 2013. The ceramic insert and ceramic head were exchanged for mdm with l-fit head.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. While the exact root cause of the alleged pain & audible sounds during motion could not be determined, in the event description, it stated that the surgeon revised the patient due to squeaking & pain. Further information such as device return, operative reports, xrays, patient history & follow-up notes are needed to complete the investigation for confirming the event and determining the root cause.